Manufacturer narrative:
A partial lead with the connector pin measuring 12.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for device change out. During dft testing, the lead exhibited low, out of range hv lead impedance. External defib was used to break the rhythm. No lead anomalies were seen on fluoroscopy. The lead was capped and replaced. The patient was in good condition after the event.